Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remains implanted.

Event description:
Edwards received notification through the alterra clinical trial that 2 years and 7 months post alterra implant, a patient collapsed while playing basketball. CPR was initiated, AED placed with shock advised immediately after. Ns bolus given. Nsr after shock. Intubated in field by ems via rsi. V/s on arrival to hospital were good, began to wake up, remains sedated on vent. The principle investigator has assessed this cardiac arrest event as possibly related to the alterra prestent. There is no allegation of device malfunction.

Manufacturer narrative:
Per the medical records provided, the patient's vf cardiac arrest was not related to the alterra and sapien 3 but is likely due to genetic factors. Patient's father has a history of what appears to be apical hypertrophic cardiomyopathy (hcm) and t wave inversions on EKG, also reports being told he may have athlete's heart because of his left ventricular hypertrophy (lvh). With respect to underlying mechanisms for vf, patient's workup is notable for lvh and t wave abnormalities. Cta of the heart with coronary evaluation demonstrated no obvious coronary etiology or change in the position of the alterra pre-stent and edwards sapien valve that would explain the arrest. He has baseline pvcs but has not had a holter to quantify frequency. Given his family history, genetic testing is recommended. An aicd was implanted for secondary prevention of vf prior to discharge. Patient to follow up with heart failure service in one month, he will be discharged with holter. Patient to follow up with cardiomyopathy genetics clinic once results are received. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of health. Based on the information provided, this event is no longer MDR reportable.